Event description:
It was reported that 2 needle spinal bns 20ga 3-1/2in quincke experienced product damage/deformation with the device still considered operable. The following information was provided by the initial reporter: material no. 400498 batch no. 8218613 . It was reported two needles were missing the inner stylet. Recvd corrected complaint information 5/29/2019: item number 400498; item description ndl. Spinal 20g x 3 1/2"; item lot number 8218613; quantity affected 2. Problem statement: customer complaint, the customer reported two needles were missing the inner stylet. Description of problem: this was found during prep. The stylet was missing. Sample available: no. Customer response: the customer looked for the stylets inside the tray and they were not there.

Manufacturer narrative:
H.6. Investigation: bd was provided with a photo for catalog 400498 lot 8218613 to investigate for this record. The photo clearly shows one sample without handle/stylet component. Bd was able to confirm the customer¿s indicated failure mode with evidence of defect. The most possible root cause for missing stylet at bulk nonsterile lot 8218613 was due to station 14 malfunctions and/or possible handling of the units during the packing process. The manufacturing records were reviewed for the incident lot and no discrepancies or non-conformances were reported that could have contributed to the reported condition.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA/510(k)#: preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle spinal bns 20ga 3-1/2 in quincke experienced product damage/deformation with the device still considered operable. The following information was provided by the initial reporter: material no. 400498, batch no. 8218613. It was reported two needles were missing the inner stylet. Recvd corrected complaint information 5/29/2019: item number: 400498. Item description: ndl. Spinal 20g x 3 1/2". Item lot number: 8218613. Quantity affected: 2. Problem statement: customer complaint, the customer reported two needles were missing the inner stylet. Description of problem: this was found during prep. The stylet was missing. Sample available: no. Customer response: the customer looked for the stylets inside the tray and they were not there.